Event description:
It was reported the patient had an unrelated procedure where the ipg was not placed in surgery mode. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
E1 - reporter establishment name. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on (B)(6) 2026. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Correction: h7 - remedial action initiated, check type.